Event description:
Litigation papers allege: acetabular cup eventually detached, disconnected, created metallic debris and or loosened from the patients acetabulum, causing severe pain, inhibiting the patient ability to walk, and will require revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed.

Event description:
Update (B)(4) 2012: patient fact sheet was received, which identified part/lot information, birthdate, date of implantation, and date of revision.